Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged power issue was not resolved with troubleshooting. Replacement product was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has not requested the return of the subject product(s) for evaluation.